Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with an 430 (proximal air sensor fail). This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller was broken. The customer contact's reported malfunction 430 (proximal air sensor fail) was not duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.